Manufacturer narrative:
There was no patient involvement. (B)(6). Photographs were provided by the customer confirming the reported issue. At this time, the identity of the black mark/substance is unknown. The device has been requested for return to livanova for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a black mark was identified inside the pump head tubing of the custom perfusion tubing set during setup. There was no patient involvement.

Manufacturer narrative:
The complained cannula was returned to livanova USA. The customer has provided picture showing the presence of a black spot in the complained cannula. The problem was confirmed based on this evidence and inspection of the complained cannula. Inspection revealed the black spot presented a reddish ring suggesting its ink nature. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. Based on similarity with previously investigated similar cases, the most probable root cause of the problem was ineffective cleaning of the extrusion line from previous colored plastic pellets. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. The manufacturing floor has been made aware of the event and specific retraining of the personnel done. Livanova will keep monitoring the market